Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the patient's right coronary atery. Upon attempted balloon catheter inflation, it was reported that the balloon burst at 6 atmospheres of pressure leaving the stent partially deployed. A vessel dissection and staining of the myocardium was also noted. In response, the sds was successfully withdrawn from the patients body and a post-dilatation balloon was successfully advanced in an attempt to fully expand the stent. However, the post-dilatation balloon burst at a sub-maximum pressure as well. In response, the patient was stent for coronary artery bypass graft surgery. There were no additional complications reported relative to this event.